Manufacturer narrative:
The product or objective evidence was returned. The etching on the device is cf21/14, petel 06/2017 and petel 11/2018; which means the device has been repaired several times outside of microfrance. The evaluation was unable to conclusively verify the complaint as valid. The instrument has been repaired / modified outside of microfrance by an external contractor . This modification has made the malfunction of the instrument and led to the reported event. Linked to mfg. Report number: 2523190-2020-00048.

Event description:
This 1 of 2 reports. The customer reported that the cev720r handle cev720r dia 5mm str monopolar was too hard. No other information was provided.